Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date for the treatment of recurrent stress urinary incontinence. Twenty five months post-operatively, the patient experienced pain, dyspareunia, recurrent stress incontinence and scarred vagina. Upon examination, a suburethral exposure of mesh was noted. A cystoscopy was performed and there was no urethral or bladder mesh exposure. The patient underwent a 24 hour pad test and voiding diary and experienced severe stress incontinence. Additional information has been requested.